Event description:
It was reported that right ventricular (rv) lead was explanted due to dislodgement and after reposition the helix would not extend. Lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was electrically continuous. The dislodgement allegation was not confirmed. The helix allegation was confirmed based on the field report, the finding of dried blood in the helix housing and the small body tissue on helix.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that right ventricular (rv) lead was explanted due to dislodgement and after reposition the helix would not extend. Lead was successfully replaced. No additional adverse patient effects.